Event description:
It was reported that when the surgeon opened the lead kit package, the white portion of the stylet was not on the lead. A new lead kit was opened and the surgery continued with no impact to the patient.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found the proximal end insulation broken under the #0 connector sleeve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.